Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient due to a balloon burst on the 19th day of use. It was later reported via email on (B)(6) 2020 from the international business center (ibc) representative, there were missing pieces from the balloon. Per additional information received via email on (B)(6) 2020 from ibc representative, there were missing pieces of the balloon. The urologist removed the missing pieces from the patient. It is unknown what was used to remove the missing pieces.

Manufacturer narrative:
The reported event as confirmed, however, the cause is unknown. Evaluation found an irregular balloon burst with missing pieces. The sample was evaluated under a microscope and no conditions were found that could be associated with the reported event. The exact cause of how and when the problem occurred could not be determined. A potential root cause for this failure mode could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/ operator error. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "1. Method for use: (1) do not inflate the balloon in the urethra. (The urethra may be injured). (2) do not pull the catheter hard. (The bladder/urethra maybe injured). 2. Applicable patients: (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications; 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients: (1) do not use on patients who are or have been allergic to natural rubber latex." H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the catheter fell out of the patient due to a balloon burst on the 19th day of use. It was later reported via email on 1 april 2020 from the international business center (ibc) representative, there were missing pieces from the balloon. Per additional information received via email on 23 april 2020 from ibc representative, there were missing pieces of the balloon. The urologist removed the missing pieces from the patient. It is unknown what was used to remove the missing pieces.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter fell out of the patient due to a balloon burst on the 19th day of use. It was later reported via email on 1 april 2020 from the international business center (ibc) representative, there were missing pieces from the balloon.